Event description:
It was reported (B)(6) the patient experienced acute pulmonary edema and decompensate heart failure before calibration of the sensor during the implant procedure. The physician stated the issue occurred due to the patient's premedical condition. The patient was treated with medications. Reportedly the patient is stable and the issue has resolved. The patient is a clinical study patient and the clinical site relates this event possibly related to procedure but not to the device.